Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d9, h3, h6. Device evaluation: analysis of the returned device identified: green biological tissue in the shell, creases flat and weight to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "capsular contracture grade iii", "deformed", "pain", "firm".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported left side implant is "very loose." Healthcare professional additionally reported bilateral exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade unknown. Device has been explanted.